Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Devcie not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 400 mg/dl range. The cause for the reported elevated bg levels is unknown. Customer changed the pump supplies, and delivered a bolus to address elevated bg levels. Recommendation was made to discuss diabetes management with customer's health care professional.